Event description:
Pt came to hospital's outpatient facility for testing prior to eye surgery in the near future. 12-lead EKG showed acute myocardial infarction, but pt was asymptomatic and denied chest pain. Staff tried to troubleshoot the machine: verified lead placement, re-ran the test and had other staff come to double check. Automatic read on 12-lead continued to read acute myocardial infarction. Leads replaced. Pt did not have hairy chest--no need to shave. Noted pt was not sweaty. Staff was experienced EKG tech. Pt brought to the ed for evaluation. 12-lead EKG repeated again, but no mi. Pt discharged to home. No harm.biomed checked out the device & ran a preventative maintenance check. Several tests run at 30bpms, 60bpms and 120 bpms. No problem found with the readings. Outpatient department did replace 6 alligator clips. Event unable to be duplicated in any of the tests.